Event description:
It was reported that during reprocessing, the tips were not aligned on a pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One grip was bent, causing a side to side misalignment of the grips. There was a 0.022 offset at the instrument tips. The grip tips did not meet together when fully closed. Failure analysis concluded the damage was likely due to mishandling / misuse. Electrical continuity testing was performed and passed. Additional observation not reported was the pitch cable was broken at the instrument's wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.